Manufacturer narrative:
The affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient age and dob requested but not provided.

Event description:
It was reported that there have been multiple tubing sets found to be separated at various locations.

Event description:
The customer later confirmed during follow up, that there was no patient involvement associated with this event.

Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.